Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the facial numbness and overstimulation occurred after the patient was in recovery. The cause of the issue wasn¿t determined but did resolve shortly after surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) was unexpectedly providing stimulation. The device had been at 0% charge for a couple of months, indicating it had reached end of service (eos), and therapy had been off during this period. The patient experienced facial numbness, which was initially suspected to be a stroke, prompting the involvement of a stroke team. However, it was later determined that the facial numbness was due to overstimulation. The device was replaced, and the patient's old settings were transferred onto the new battery, which reactivated the stimulation. The resolution involved educating the customer and providing information.